Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted one day post implant due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was reported to have been discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.